Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they are unable to exit the preparing to prime loop. The customers blood glucose level was unknown at the time of incident. The customer stated that the they did not receive second series of beeps nor did numbers appear on the screen. Advised the customer the insulin pump will need to be replaced and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Compromised forced sensor system alarm during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test, prime test and excessive no delivery test due to compromised forced sensor system alarm during basic occlusion test. No rewind anomaly noted.